Event description:
It was reported that "the 6cfn device was missing from the product carton". Reportedly, all other components were there. There was no reported pt injury and/or change in therapy. The missing product was discovered in the operating room. The involved product package/device has not been returned to the mfg facility for investigation as of the date on this report.